Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy drain with vomiting and feeling tired. The cause of the event, treatment , patient outcome and action taken with pd therapy were not reported. The patient was hospitalized for the event. No additional information is available.

Manufacturer narrative:
B5: upon follow up it was reported that at the time of this report, the patient was recovering from the events. Should additional relevant information become available, a supplemental report will be submitted.